Manufacturer narrative:
The insulin pump alarmed during basic occlusion due to protruded/loose drive support disk. Severely cracked case on lcd display window corners and missing end cap sticker noted.

Event description:
Customer reported that she had high blood glucose of 310 mg/dl and the insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.